Event description:
Customer nursing staff reported that a patient fell out of a sizewise bari rehab platform 3 on two occasions. Patient reportedly found on floor the second time and nurse states the bed exit alarm was turned on but never went off.